Manufacturer narrative:
Unknown at this time if device will be returned.

Event description:
A report was received that the patient developed a hematoma at the ipg pocket site. The patient underwent a procedure to explant the device. It is unknown if the device or procedure contributed to this event.